Manufacturer narrative:
The device has not been returned as it was discarded by the medical facility. As such, physical analysis has not been conducted in our laboratory. However, a labeling review was conducted. A labeling review did not reveal any anomalies and states hemorrhage. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations related to the event occurred during manufacturing. A risk review was completed and confirmed that the event of was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. The device was not returned for analysis. However, a labelling review found that the reported event is a known risk associated with the use of the intracept intraosseous nerve ablation system.

Event description:
It was reported that the patient underwent a planned procedure targeting the s1, l5, and l4 levels. The procedure began at s1 on the left side; x ray imaging was used to properly squared off endplates in anteroposterior (ap) and visualize the medical boarder of the pedicle. A 25 degree oblique view used to visualize the pedicle, and a spinal needle advanced for localization followed by a skin incision. A bevel tip cannula was docked slightly superior and lateral to the s1 pedicle center and then adjusted inferiorly and medially to achieve midpedicle alignment on ap with posterior wall positioning on lateral; due to an approach angle of more than 40 degrees, the cannula was redirected to the proximal scallop. After tool exchange, a jstylet was deployed; given a slightly anterior/superior trajectory, a 15 minute burn was completed at s1. The physician proceeded to l5 on the right, using tilt to square endplates and a 20 degree oblique view for pedicle visualization; after localization and incision, the bevel tip cannula was positioned at the lateral pedicle border, with lateral imaging suggesting near posterior wall and possible extrapedicular placement; the cannula was then medialized on ap and advanced through the pedicle under imaging. At this time, anesthesia reported a drop in blood pressure; the anesthesiologist administered IV fluids, pressors, and epinephrine, after which the physician completed target acquisition at l5 and performed a 7 minute burn. With blood pressure stabilized and in agreement with anesthesia, the physician proceeded to l4 on the left, reached target, and performed a 7 minute burn. During the procedure no hard bone was encountered. Upon completion, instruments were removed, dressings applied, and the patient was transferred to post anesthesia care unit (pacu); shortly thereafter, the patients blood pressure again declined, emergency medical services was called, and the patient was transported to the emergency department. Patient complications included bleeding. In the physician's opinion, it is unknown whether the device or the procedure caused or contributed to the complication. The patient was admitted to the hospital beyond standard postoperative observation, currently patient is still inpatient at acute care hospital and has had two surgeries. No more information is available at the time.

Event description:
It was reported that the patient underwent a planned procedure targeting the s1, l5, and l4 levels. The procedure began at s1 on the left side; x ray imaging was used to properly squared off endplates in anteroposterior (ap) and visualize the medical boarder of the pedicle. A 25 degree oblique view used to visualize the pedicle, and a spinal needle advanced for localization followed by a skin incision. A bevel tip cannula was docked slightly superior and lateral to the s1 pedicle center and then adjusted inferiorly and medially to achieve midpedicle alignment on ap with posterior wall positioning on lateral; due to an approach angle of more than 40 degrees, the cannula was redirected to the proximal scallop. After tool exchange, a jstylet was deployed; given a slightly anterior/superior trajectory, a 15 minute burn was completed at s1. The physician proceeded to l5 on the right, using tilt to square endplates and a 20 degree oblique view for pedicle visualization; after localization and incision, the bevel tip cannula was positioned at the lateral pedicle border, with lateral imaging suggesting near posterior wall and possible extrapedicular placement; the cannula was then medialized on ap and advanced through the pedicle under imaging. At this time, anesthesia reported a drop in blood pressure; the anesthesiologist administered IV fluids, pressors, and epinephrine, after which the physician completed target acquisition at l5 and performed a 7 minute burn. With blood pressure stabilized and in agreement with anesthesia, the physician proceeded to l4 on the left, reached target, and performed a 7 minute burn. During the procedure no hard bone was encountered. Upon completion, instruments were removed, dressings applied, and the patient was transferred to post anesthesia care unit (pacu); shortly thereafter, the patients blood pressure again declined, emergency medical services was called, and the patient was transported to the emergency department. Patient complications included bleeding. In the physician's opinion, it is unknown whether the device or the procedure caused or contributed to the complication. The patient was admitted to the hospital beyond standard postoperative observation, currently patient is still inpatient at acute care hospital and has had two surgeries. No more information is available at the time.